Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the stopper was in the incorrect position. The following information was provided by the initial reporter: customer is reporting that the rubber stopper of the hemogard closure where the needle should be punctured is placed at the wrong angle not allowing for puncture for product 367856, lot 1350332.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the stopper was in the incorrect position. The following information was provided by the initial reporter: customer is reporting that the rubber stopper of the hemogard closure where the needle should be punctured is placed at the wrong angle not allowing for puncture for product 367856, lot 1350332.

Manufacturer narrative:
Investigation summary: mat: 367856. Lot: 1350332. Bd received 3 photos from the customer in support of this complaint. A visual examination of photos was performed and the issue of improper assembly was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.